Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and scratches on the display made it hard to read sometimes in the light. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device passed self test. No unexpected missing segment/partial display anomalies noted. No motor error alarm noted. Motor passed motor test. Insulin pump received with minor scratched lcd window and cracked battery tube threads. (B)(4).